Event description:
It was reported on (B)(6) 2016 that this patient died on (B)(6) 2015 from a reported fall. Additional relevant information has not been received to date.

Event description:
Additional information was received from the neurologist that the patient has no vns device implanted that the physician is aware of. The physician does not know the cause of death but does not think it is related to vns as patient does not have the device implanted.